Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment, and there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. There were no visual indications of particulates within the cassette area. Upon power up, the cycler touch screen test passed. The cycler failed the voltage verification check. The failure was traced to a damaged j13 air compressor cable which was making contact with a metal bracket, causing a short while pressurizing. The cycler¿s 24 v protected in result of the short. The air compressor assembly was replaced for further testing, and the voltage verification check then passed. The air compressor was removed at the end of the investigation. The cycler underwent and passed a system air leak test, a valve actuation test, a teach pumps check, and a patient sensor check. Additionally, a pre-accelerated stress test (ast) simulated treatment was performed without any failures or problems. The sound (noise) emitted from the cycler during the test treatment was normal. An internal visual inspection of the returned cycler encountered no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report that their liberty select cycler alarmed with an ¿m01-19 unexpected fpga reset¿ warning before step 1 of setup. The alarm had occurred at least four times. This was the patient¿s first time using the cycler since receiving it. The patient had already tried to re-setup the cycler with new supplies. The cycler was plugged into a 3-prong wall socket, and it was plugged into a shared outlet. The patient confirmed there were no recent power outages, and an alternate power source was not being used. The patient rebooted the cycler and tried restarting the setup process, but the m01-19 message reappeared. The ts representative advised the patient to discontinue use of the cycler, and issued them a replacement. The patient was also advised to notify their pd registered nurse (pdrn) of the replacement. The patient confirmed they had manual/continuous ambulatory peritoneal dialysis (capd) supplies and were trained to perform pd therapy without the cycler. The patient stated they would perform manual pd therapy. Upon follow-up it was confirmed the patient did not experience any adverse effects or require medical intervention. Despite the reported issue that was encountered, the patient was able to complete their treatment on the cycler. The cycler was returned to the manufacturer for physical evaluation, and the new cycler was received by the patient. Upon evaluation of the returned cycler, thermal decomposition was identified by the manufacturer.